Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: august 5, 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep the patient is going through chemotherapy and the electrode cover patches really irritate her skin. The electrodes have not caused any irritation. Update: the patient is doing fine. She has discontinued use with the electrode cover patches. The patient has extremely sensitive skin right now due to cancer treatments and recent skin grafts taken.